Event description:
It was reported that this pacemaker exhibited a sudden decrease in remaining longevity. In november of 2019, the battery longevity two years remaining. A remote monitoring alert was received on april 2, 2020, which indicated the battery had declared 'explant' status. Due to the short timeframe between the expected remaining battery longevity and the alert for 'explant' status, a request was made to have data from this device analyzed. Data analysis confirmed the battery status indicators are not reflecting the depletion condition and are inaccurate. Device replacement was recommended. No adverse patient effects were reported. Should additional information become available on the outcome of this event, a follow up report will be submitted.

Manufacturer narrative:
The returned defibrillator was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from two years to reach explant indicator between six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects.